Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was returned and product evaluation is in progress. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 19mm pericardial aortic valve, implanted approximately from five (5) to six (6) years, was explanted due to aortic stenosis. The device was replaced with a 19mm non-edwards valve with no adverse events. The patient status was reported as recovered. There was no relationship between the event and the device malfunction.

Event description:
Edwards received information that a 19mm pericardial aortic valve, implanted approximately from five to six years, was explanted due to pannus, calcification, and stenosis. The device was explanted and replaced with a 19mm non-edwards valve with no adverse patient events reported. The patient status was reported as recovered. There was no relationship between the event and the device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, h3, and h6 per new information received. Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform was cut around leaflet 2 connecting to commissure 3. Cut wireform ends appeared to match up. X-ray also demonstrated moderate calcification on leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was also exposed on all three commissures and around leaflet 3 on the outflow aspect. A suture remained attached to the host tissue overgrowth around leaflet 1 on the outflow aspect.